Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced one infusion set cannula kinked event on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen. No further information available.